Event description:
The arthoplasty was revised due to malposition and instability. The components were implanted in situ for ~4.5 y. The femoral condyles, patella, tibial tray, and polyethelene tibial insert were revised.

Event description:
The arthroplasty was revised due to malposition and instability. The components were implanted in situ for ~4.5 y. The femoral condyles, patella, tibial tray, and polyethylene tibial insert were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial baseplate. An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving an unknown baseplate was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.